Event description:
The facility representative contacted a technical service representative to report a flo-gard for "re-check", an unspecified condition. This condition was found in the medicine b area. A quality engineer found the unspecified condition to be an out of calibration sensor, which had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with an unspecified condition of recheck was confirmed during product evaluation. The root cause of the reported problem was determined to be an air sensor out of calibration which was caused by a defective air sensor. Service replaced and calibrated the air sensor to fix the problem.